Manufacturer narrative:
The investigation was completed on 2025-01-14. During the investigation of the returned products the following was found: 8403zx - c-mac monitor: the hdmi board (socket) is defective. 8403hx - c-mac video laryngoscope d-blade: multiple signs of wear, tear and damage (blade damaged, glued areas on camera head worn, housing damaged, housing coating peeled off, lid damaged, lid coating peeled off, plug damaged). 8403axc -c -mac video laryngoscope mac #3: multiple signs of wear, tear and damage (blade worn, glued areas on camera head worn, housing damaged, housing coating peeled off, lid damaged, lid coating peeled off, plug worn, o-ring missing in plug). Based on the found damage, the most likely cause was within the c-mac monitor, presumably due to an incorrect signal that was caused from a software error of the defective hdmi board. It is concluded that the most probable root cause for the defective hdmi board was wear and tear from usage/ handling.

Event description:
There were no other consequences, but the accident was exceptionally lucky as in a situation that was expected to be challenging the patient's anatomy was fortunately favorable. Also, deviations had been anticipated and the general conditions were good and fortunately there was very experienced staff on site (it could have been fatal if any of these had failed.

Manufacturer narrative:
Additional information is provided in section b5 and h6. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on november 5,2024,.the evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. There was 2 involved products devices returned on november 5,2024. Article: 8403hx (c-mac video laryngoscope d-blade) serial#: (B)(6). Article: 8403axc (c-mac video laryngoscope mac #3) serial#: (B)(6). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that c-mac with d-blade shows the image as tested, but when taken in to use, the image has freezed and does not show a live image anymore. No other suitable blades available. Intubated with a normal laryngoscope on the 1st attempt. It was confirmed that the procedure was completed successfully and there were no adverse consequences.